Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 02338, 0002648920 - 2023 - 00203, 0002648920 - 2023 - 00204, 0001822565 - 2023 - 02340. D10: cat# 00771300900 lot# 62153533 modular femoral stem press-fit plasma sprayed cementless size 9. Cat# 00625006525 lot# 62176522 bone scr 6.5x25 self-tap. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. Subsequently, the patient was revised approximately 11 years later due to pain, instability, elevated metal ions, complete gluteus minimus tear, bursitis and altr. During the revision it was noted that there was no fluid in the joint but debris present, blackened area consistent with corrosion, locking ring would not disengage, prominent screw in shell with no damage to posterior liner, and sclerotic bone to the trochanteric bone where the area of gluteus minimus was retracted. The head neck, and liner were exchanged, the prominent screw was removed, and the gluteus minimus was repaired with 2 anchors without complications. It was reported that no further information was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920. This report will be reported under MFR 0002648920 - 2023 - 00298.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.